Event description:
Philips received a complaint from a mechanical engineer (me) regarding a v60 ventilator indicating that, while performing preventive maintenance (pm), the device stopped operating when attempting to set the fio2. There was no patient involvement at the time the issue was identified. Upon evaluation, the reported issue could not be reproduced. Review of the event log identified a ¿check vent: ventilator restarted due to anomalies detected during operation¿ event (diagnostic code 1101) occurring in conjunction with a software exception (diagnostic code 3007). It was determined that the reported behavior corresponded to the diagnostic code 1101 event. When diagnostic code 1101 occurs concurrently with diagnostic code 3007, it is not considered a malfunction per product specifications; therefore, no corrective action was required. The software version was verified. Overall checks, cleaning, functional testing, and required performance verification testing per philips standards were completed, and the device was found to be operating as intended. The ventilator was returned to service.

Manufacturer narrative:
E: (B)(6).